Event description:
Pt required nasal/tracheal suction. The 32 french airway used. While suctioning the nasal pharangeal airway slipped into the pt's nose and then into the pt's oral airway. Pt desaturated, code blue was called. Physician retrieved nasal pharangeal airway device.